Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented over a remote transmission. Stored egm showed the device exhibited post-paced t-wave oversensing on two separate instances few days apart. Programming changes were made. Patient was asymptomatic throughout and will be monitored remotely.